Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in bile duct during an electronic gastroscopy with endoscopic retrograde cholangiopancreatography (ercp) and stent implantation procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the cutting wire was broken and they were having difficulty advancing the guidewire. Reportedly, no part was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed no visual defects were noted in the device and looks in good conditions without evidence of damages or anomalies. The guidewire was not returned for analysis. Functionally, the device was put through a duodenoscope and the initial tip orientation was found within specifications and the unit bowed more than 90 degrees outside and inside of the scope and the unit released the bow without problems. The complaint was not consistent with the reported event of wire broken. All compiled information on this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in bile duct during an electronic gastroscopy with endoscopic retrograde cholangiopancreatography (ercp) and stent implantation procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noticed that the cutting wire was broken and they were having difficulty advancing the guidewire. Reportedly, no part was detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no injury nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.